Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional event for this patient is reported on medwatch number 1825034-2016-01959.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to alleged pain, numbness, tingling, swelling, limited range of motion, and infection possibly due to metal wear but not confirmed. All components were removed and replaced with cement spacer molds. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Additional event for this patient is reported on medwatch number 1825034-2016-01976.